Event description:
Procedure: lavh. According to the reporter: dr (B)(6) was suturing the vaginal cuff with a 2-0 v-loc suture when the needle popped off the suture. She then had to search the tissue for about 45 minutes to find the missing needle. The needle was removed from the pt. There was no direct harm to pt. This delay of surgery did ot affect the pt. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, or conversion to open procedure.

Manufacturer narrative:
(B)(4).